Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power up. The power cord and battery were removed and reinstalled and the issue was resolved. The programmer remains in use. There was no patient involvement.